Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console suddenly displayed incorrect blood pressure numbers. The customer reported a systolic in the 200s and diastolic at 0. The waveform was flattened as well. The insertion site was noted to be femoral. They were advised to attempt a calibration, and to also remove the fiber optic cable and reconnect. That did not relieve the problem. Flushing did not help the issue. A flush bag and transducer were attached so they were advised to remove the fiber optic cable. A waveform was present, and they were able to zero the transducer. A much better waveform appeared with adequate hemodynamic pressures. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).